Manufacturer narrative:
G4: 20jul2020 b4: (B)(6) 2020 three good faith efforts were made to obtain patient and repair information of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jul2020.

Event description:
It was reported that the ventilator had error codes indicating a low leak-co2 rebreathing risk and low tidal volume. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and was advised to perform a complete performance verification test (pvt) to find if there is a fault on the flow sensor.